Event description:
It was reported that after multiple reentries and inflations, the pta balloon became stuck in the delivery system. The complete system was to be removed after the last inflation. No patient injury reported.

Manufacturer narrative:
The DHR could not be reviewed as the lot number and product catalog number are unknown. The sample was discarded by the user facility. Based on the limited information received, the results are inconclusive and the root cause of the event is unknown. The IFU (information for use) states the following: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.